Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-07712 and 1627487-2015-07713. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the patient's extensions were explanted and replaced with different model. It was found the setscrew of the ipg header held the contacts of the extensions in place, therefore, the ipg was explanted and replaced with a different model as well. The issue was reportedly resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-07712 and 1627487-2015-07713. It was reported the patient lost stimulation on (B)(6) 2015. X-rays were taken and showed the extensions were pulled out of the ipg header. As a result, the patient will undergo surgical intervention.